Event description:
The rn was injecting heparin with the vanishpoint syringe. Once needle was fully in the skin the rn completly pressed the syringe down to administer the medication. Half way into injecting heparin, at about .4ml, the needle suddenly and quickly came out of the patient bending sideways towards the rns left thumb puncturing through the glove and breaking the skin.